Event description:
It was reported that this interrogation of this implantable cardioverter defibrillator (ICD) was unsuccessful due to limited battery capacity, as the ICD had reached elective replacement indicator (eri) in (B)(6) 2025. It was noted that the patient had several stored episodes where tachy shocks were delivered, and once instance where there was known atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, this ICD was explanted and replaced for elective replacement time (ert) and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this interrogation of this implantable cardioverter defibrillator (ICD) was unsuccessful due to limited battery capacity, as the ICD had reached elective replacement indicator (eri) in (B)(6) 2025. It was noted that the patient had several stored episodes where tachy shocks were delivered, and one instance where there was known atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, this ICD was explanted and replaced for elective replacement time (ert), and returned for analysis. No adverse patient effects were reported. Additional information received reported that it was confirmed that inappropriate shocks had been delivered due to af with rvr prior to device changeout. This was also attributed to a single therapy zone due to the battery being at end of life (eol). The patient reportedly felt fine before the shocks, but it was also noted that she had been exerting herself. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.